Event description:
At about two hrs into a pt treatment, a power failure occurred at the clinic. The pt was attempting to hand crank the extracorporeal blood but the line clamp was clamped. This caused a pressure build up in the bloodlines which caused a blood leak in the dialyzer. The pt became dizzy and staff reclined the pt and gave her saline. When the power came back on, staff noticed blood in the dialysate line and blood leaking from the bottom of the machine. Staff elected to discard the blood in the bloodlines and dialyzer because of the blood leak in the dialyzer. Blood loss was estimated at 400 ml. Facility staff were not sure whether the pt had received any more dialysis after the event. The pt was discharged from the unit with no add'l symptoms.